Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty capacitor on the high voltage module.analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification and the device did not display a "defib pad short" message when shorted to the multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.